Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Code 4581, e2402 selected as there is no code available for groggy.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2023, the patient was sitting outside when he suddenly felt groggy and dizzy. A fingerstick was performed by a friend and the cgm was reading 368 mg/dl and the blood glucose reading was 412 mg/dl. An ambulance was called and when the paramedics arrived the blood glucose reading was 498 mg/dl, no cgm reading was reported. The patient received treatment with an intravenous solution and was brought to the hospital where the patient arrived around 1:00pm. The patient believed he received a saline solution but was not sure. Besides that, he was given injection with novolog. At the hospital the patient received 2 more bags of intravenous treatment and blood tests were performed. No information was reported regarding the results of the blood test. The patient reported that at an unknown point the blood glucose reading was 327 mg/dl, but no cgm reading was reported. The patient was discharged the day after the event around 2:30am, a fingerstick was done at this moment too, but the patient did not remember the reading anymore. At the time of the report the patient was feeling tired. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.